Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right and left ventricular leads displayed high, out of range pace impedance measurements and noise. The right ventricular lead also displayed non-capture. An invasive surgical procedure was performed to determine the source of the clinical observations. After opening the pocket, it was identified that the set screws for the right ventricular lead were loose. The right ventricular lead was secured in the header and re-tested with good resulting numbers. Right and left ventricular lead diagnostics were normal and within range after reseating the right ventricular lead in the header. All products remain in service. No adverse patient effects from the procedure were reported.